Event description:
Initial ((B)(6) 2025). This serious case reported via amazon review refers to a female consumer whose age, medical history, concomitant medications, and allergies were not reported. On an unreported date, the consumer used dentek complete clean floss picks back teeth for an unknown indication and experienced a broken tooth and the product getting stuck between her teeth. This case outcome is unknown. Meddra version 28.1. Expectedness: tooth fracture: unexpected. Foreign body in mouth: unexpected. According to the company reference safety information.